Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon triage the service tech found the pump to have a damaged compressor and a burnt track.

Manufacturer narrative:
An evaluation of the scd 700 was performed for the reported condition of, ¿ unit had a leakage and error code issue.¿ the unit was triaged and the customer¿s reported condition was confirmed and it was found there was thermal damaged on the unit. The device is cleaned and sterilized according to the manufacturer's standards. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.